Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was cracked, which prevented use of the device and led to pump nonfunction, after which the user experienced hyperglycemia and transitioned to backup therapy with a subcutaneous insulin pen. Symptoms included hyperglycemia with a reported blood glucose of approximately 400 mg/dl. Outcomes included temporary interruption of pump therapy and use of backup insulin delivery. Investigation included complaint handling, device replacement logistics, and retrieval of the original device for assessment. Investigation of this device revealed a damaged display component consistent with a broken or cracked screen that impaired user interface access and pump operation. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to physical impact or stress.